Event description:
The customer reported that early in the surgery, the device would not seal. The jaws were sticking to tissue causing bleeding upon the removal of the device. It is unk if end tones, indicating a completed seal cycle, or regrasp alarms were heard when the device would not seal. Another device was used to complete the procedure without incident. There was no excessive blood loss, no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.